Event description:
Pt reported that they were hospitalized due to pneumonia and infusion site infection (treatment received: IV antibiotics and insulin injections). Pt stated that their blood glucose levels were approximately 300 mg/dl. Pt's infusion site had a great amount of redness and swelling, and a lot of pus. Red, swollen area is about the size of the pt's palm, and the skin is drying and peeling.